Event description:
New information received states the noise was reproducible in clinic. The st. Jude medical rep suggested replacing the lead however the physician, in his medical opinion, chose to add a new pace sense lead and programmed vvi 40 ICD function off.

Event description:
It was reported that patient presented to the ER for inappropriate shocks due to noise. Noise was previously reported in (B)(6) 2012. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.